Manufacturer narrative:
The device was returned to the MFR for repair and eval. The service record indicates that the device was manufactured on 03/14/2001 and was last repaired on 01/18/2014 for a non-related issue. Eval of the device observed it operated within specifications. During investigation of the power supply it was noted that the device would not power up upon receipt confirming the reported event. Prior to repair, the electric dermatome was within calibration specifications at all tested thickness settings. Repair of the electric dermatome included replacement of the neck, power cord assembly, ball detent, and all standard repair parts. Repair of the power supply included replacement of two blown fuses and the power switch. The blown fuses most likely caused the customer's reported event as the power supply did not provide the electric dermatome with power. The device was serviced and returned to the customer.

Event description:
It was reported that the electric dermatome handpiece was not working properly. It was noted that is was the first try after the device was repaired. There was no pt harm or delay reported.